Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012726961 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the spiral array segment, the guidewire lumen was observed to be kinked at 0.31 inches (in) from the distal tip. The catheter smart chip data could not be read. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. The catheter's array was pulled into the capture device and then inserted into the sheath test, without any issue. No anomalies were identified during multiple insertion/retraction attempts. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. In conclusion, the reported issue (compatibility between sheath and catheter) was not confirmed through analysis and testing. The catheter failed return inspection due to kinked guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a pulsed field ablation, there were difficulties during insertion of the pulseselect catheter inside the flexcath contour sheath. The introducer of the pulseselect catheter was described as too soft and did not go through the sheath. The physician had not previously experienced this issue. There was no patient involved. Ultimately, the physician was able to insert the catheter inside the sheath and the case finished without any problem.